Manufacturer narrative:
Bec identifier for this report is (B)(6). No device malfunction occurred.

Event description:
Customer called on (B)(6) 2011 reporting that qc was not run on na, k, or cl for 22 days due to a user error on their olympus au680 clinical chemistry analyzer. Customer reported that one operator in the lab was selecting 'profile' to request qc and another operator in lab was selecting 'select all' to run qc. Customer noted that the operator was unaware that they had to manually select na, k, and cl to have qc run on those tests. Customer mentioned that they had checked the alarm list and there was no incomplete qc. Customer mentioned that ise samples that were run on (B)(6) 2011 were run without qc. Customer had proceeded to repeat samples that were run on (B)(6) 2011 and noted that no erroneous ise results were generated. No service was generated for this event as the instrument operated within specifications. User error contributed to the cause of this event.